Manufacturer narrative:
A specific root cause could not be identified. It was noted that the low result was measured from a 5 ml tube with a volume of 1 ml. The cause may have been related to pipetting issues caused by foam on the sample or a misadjusted sample probe with a tilted tube in combination with a wet tube wall. An instrument issue is not likely.

Event description:
The customer called with questionable results for 2 patient samples tested for n-terminal pro b-type natriuretic peptide (probnp ii). Based on the information provided, erroneous results for 1 patient were reported outside of the laboratory. The initial probnp ii result was 7.49 pg/ml. This result was reported outside of the laboratory. The physician complained about the result and the sample was repeated on (B)(6) 2015 with a result of 4702 pg/ml. The corrected result was reported outside of the laboratory. No adverse event occurred. The probnp ii reagent lot number was 184902. The expiration date was not provided. The field service engineer visited the customer site and ran liquid flow cleaning, made adjustments and replaced reagent. All system checks were acceptable. The system operated within specification. The customer calibrated and ran quality controls which were acceptable.